Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent a cervical fusion procedure, using a peek interbody device and bone marrow aspirate. At an unknown time after surgery, the patient developed pseudoarthrosis of the cervical spine. Revision surgery was required.